Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported mechanical jam of the plunger could not be confirmed due to components not being returned. However, the lever was opened and a proxy plunger was inserted and depressed completely into the handle to deploy the needles with no resistance noted and the needle trajectories were acceptable. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to mechanical jam, difficulty deploying the plunger and failure to cycle/needle to cuff miss (retrieval issue) include, but not limited to, anatomical conditions, aggressive user technique, excessive torque or force, difficult insertion or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the physician was unable to complete step 2 [pushing the plunger down]. There was no click, and a cuff miss [suture retrieval issue] occurred on removal of the plunger. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.